Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture and p-wave amplitude variation was noted on the right atrial (ra) lead. Fluoroscopy imaging was performed and confirmed dislodgement of the ra lead. During a routine device exchange procedure, the ra lead was capped and replaced. The patient was stable with no consequences.